Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) had an infection with sepsis. A revision was performed and the device was explanted. No additional adverse patient effects were reported.